Event description:
It was reported that the pt had a cc4204bf collamer plate lens, and the lens was scratched while advancing in the injector. There was pt contact but no injury.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product showed that a haptic plate was torn and a piece of it was torn off and missing. There was evidence of a clear surgical residue. Conclusion: (other) - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridges directions for use (dfu) have been modified to add further clarifications to instruct the users in proper delivery techniques that are effective, and minimize the potential for damaging the lens.